Event description:
It was reported that a pt experienced a change in therapy effect. The event or symptoms occurred during a normal refill cycle. A pump volume discrepancy was also reported. Per the reporter, each time the pt has gotten a pump refill. He has had (B)(6) perform the refill. The pt was told there was a volume discrepancy, but was not told how much. The pt is reported to have had a myelogram which did not show any blockage. The type of medication, concentration, and daily dose bein administered via the pump were no reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).